Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the cuff had air leak. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. A visual inspection was performed, and it was observed all the components are assembled properly at the tube according to drawing. An inflation/deflation test was performed. No deflation was observed. The severity was assessed as 8 (loss of primary function). Device or item inoperable. Replacement or repair is required to obtain desired performance. No corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.